Manufacturer narrative:
Patient information provided.

Event description:
A medtronic representative reported that, approximately one hour into a cranial procedure, the navigation system became unresponsive. The surgeon was not actively using the system at the time this was noticed. Moving the mouse or doing a soft re-boot did not restore function or exit the application. A hard re-boot returned the system to normal function, they entered the application and continued without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2013 a medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed. Findings are that the log file and errors file show the system made repeated attempts to communicate with a microscope and failed. This issue was documented in a medtronic software anomaly tracking database.